Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 1.1, reference: 2.5, mean: 1.80, confidence limits: 1.2-2.3. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Both inratio and reference values fall outside the confidence limits. Customer's results are considered discrepant beyond the documented variability for inr testing. No product is expected to be returned. Additional in-house investigation could not be performed because no strip lot info was provided by the customer. Root cause of complaint could not be determined. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (sales rep for distributor) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.1, inratio: 2.5. Pt's therapeutic range: 2.5-3.5 inr. Pt also reported a low reading of 0.9 inr on replacement meter.